Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a orthopedic procedure on an unknown date and barbed suture was used. During the procedure, it was reported by a sales rep that, during an unknown orthopedic surgery, the fixation tab came off during use. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. Additional h6 component code: g07002 -unable to investigate further. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former, a detached needle and one suture piece were received for analysis that pertain to the product code sxpp1a410. During the visual assessment of the needle, it was noted that the swage and attachment area were as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture piece was examined, and the end was observed to be cut probably by a surgical instrument. The fixation tab section was not returned for evaluation. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown. The following information was requested but unavailable: lot number?